Manufacturer narrative:
(B)(4). This report is for an unk - impaction instruments: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, patient underwent for a surgery. During the surgery, when the blade had attached on impactor for pfna blade, able to unlock the screw and after mallet the screw into patient and wanted to lock this blade, it stuck inside the bone and cannot lock, but impactor for pfna blade is loosen and come out. Then removes the blade using extraction screw for pfna blade, reinserts the same blade again. No fragments were generated. The procedure was completed successfully without surgical delay. There was no patient consequence. Concomitant device reported: unknown screw (part# unknown; lot# unknown; quantity: 1). Unknown extraction screw (part# unknown; lot# unknown; quantity: 1). This complaint involves two (2) devices. This report is for (1) unk - impaction instruments: trauma. This report is 2 of 2 (B)(4).